Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision, glare and halos. The lens was explanted in a secondary procedure with another lens. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the first eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).